Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, the patient presented with preoperative diagnosis: degenerative disc disease with internal derangement of l4-5 disc. Patient underwent: anterior lumbar body fusion at l4-5. Insertion of biologic spacer l4-5. Fixation l4-5. Per-op notes: ".... After this was done, trial sizer was done first with an 11 and subsequently 13, and subsequently a 15mm I mplant. A 15mm implant showed best fit and fill. A 15mm 8 degree implant was then prepared by filling with a combination of bmp sponges and cancellous bone chips. It was impacted into the interspace under fluoroscopic guidance. After it was in appropriate position, the inserter was removed....".the patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.